Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that a warning power on reset (por) was seen and the por was related to an overdischarge event. The patient stated a manufacturer representative told her to call the manufacturer to see whether the por message could be cleared; it was reviewed that the patient needed to contact the healthcare professional to have the device interrogated. There were no reported patient symptoms.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient met with their healthcare provider on the 29th and then a couple of weeks later they went to charge and could not charge.

Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that there was a poor communication screen on the patient programmer (pp). The implantable neurostimulator recharger (insr) was not able to communicate. The implantable neurostimulator (ins) and implantable neurostimulator recharger (insr) were working fine after the surgery and during her follow up. She turned her ins off but now could not communicate with the insr. She also noticed she was not able to charge that started last week of (B)(6). No symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.